Event description:
Information received by medtronic indicated that the insulin pump had crack on back side. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer = black. The pump was returned for cosmetic damage located on the battery compartment and moisture damage found on 7/3/2021. The pump passed the self test and displacement test. Successfully downloaded the trace and history files using thus. A review of the history files reveal that on 7/3/2021 at 15:47 there was one pump error 63 (variable 15) alarm and one pump error 4 alarm that occurred. Per r&d engineer, pump error 63 was generated due to the rf chip error. Pump error 4 is the consequence of pump error 63, suspecting the hardware. The pump was cut open for visual inspection. Moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label fading and peeling, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and moisture damage are confirmed. Pump error 63 alarm and pump error 4 alarm are confirmed due to moisture damage on the rf chip located on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.